Event description:
It was reported an alarm was heard and also confirmed by telemetry. It was noted the telemetry confirmed a non-critical alarm was occurring and the alarm was due to the elective replacement indicator (eri). The healthcare provider (hcp) was called over the weekend because the patient¿s pump was alarming and the patient was seen in the clinic on the date of this report. The pump status showed that eri occurred (B)(6) 2014 and the patient did not hear the alarm initially. The patient was seen on (B)(6) 2014 for a refill and the eri at that time was 54 months. The pump logs showed no other alarms at this time. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was replaced on (B)(6) 2014 and would be returned. The replacement was due to premature battery depletion and further troubleshooting/testing was not required. The patient had heard beeping, came into the office, and when interrogated the elective replacement indicator (eri) had occurred on (B)(6) 2014. The patient was not on any oral medications. The patient¿s status at the time of this report was ¿alive-no injury.¿ there were no symptoms or complications associated with this event. The patient was doing ¿fine.¿

Manufacturer narrative:
Further analysis revealed there was a solder bridging on the pump.

Manufacturer narrative:
Further analysis confirmed current drain anomaly. Both the hybrid regulated supplies, and the ibias were below nominal. Multiple solder bump anomalies were identified on all three hybrid ic¿s. However, due to the limited resolution of the x-ray, no distinct electrical shorts were identified. Results of testing confirmed that the cause of the reported, and observed, current drain anomalies were due to a fault in the l334. The analysis results were consistent with the reported failure mode being caused by the shorting of adjacent solder bumps on the l334.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's pain pump went bad early after 2.5 years. The patient described the pump as "switching over" and "said it needed to be replaced". The pump kept alarming and caused the patient to start having migraines about a week after the alarm started and the migraines lasted for over a month. The patient was getting 3-4 migraines per week and had to go to the emergency room (ER). The patient went to the emergency room (ER) 3 or 4 times for the migraines between may and august. Later the patient reported that the migraine headaches were not as bad and has only had 1-2 headaches since then. The patient had additional tests and appointments as a result of the migraines. The patient was really sick and nauseated from may until the pump was removed. Other medication (oral, etc) the patient was taking included stazol nasal spray. The patient was taking hydrocodone but was"eating them like candy" so the patient was put on the stazol. At the time of report the patient's new pump was doing good.

Manufacturer narrative:
Supplemental submitted to update evaluation summary. An anomaly of the hybrid was found. After approximately 2 years of service this pump met voltage trip point for eos (2.60v). Static current drain was found to be a failing 59.6 ua.